Event description:
Two distal locking screws locked before completely seating in plate. One was removed and the other was not. The remaining screw was ground down to be smooth with the plate. There was a 20 minute delay with no known adverse effects to the patient. Report 1 of 3 for this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. Based on the information received, the root cause could not be determined. Related report number: 3025141-2025-00105 and 2025141-2025-00106.